Manufacturer narrative:
One device was returned for evaluation. The device was visually inspected and two drainage holes were identified near the hub of the catheter. The holes were inadvertently placed in the wrong location during the manufacturing process. The complaint is confirmed. The root cause of this failure is operator error during the manufacturing process. The device history record was reviewed and no exception documents were found. The complaint database was reviewed and no similar complaints for this lot number were found.

Manufacturer narrative:
One device was received for evaluation. The evaluation has not been completed. A follow up report will be submitted when the evaluation has been completed.

Event description:
The user reported that they noticed 2 holes below the hub of the catheter after the catheter was placed in the patient. The catheter was removed and replaced successfully. No injuries were reported.